Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer stated that he cannot read the display screen. The display screen is scratched up. The insulin pump is kept in a case. The blood glucose reading is 125 mg/dl. Customer is unable to read the numbers. Advised the customer that the insulin pump will be replaced. Nothing further reported.